Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error 41171¿ was confirmed. The fault is due to software timing. No confirmation was given during power-on testing. Performance verification testing was performed. All tests exceeded specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that lec 41171 occurred. The error code indicates a potential software issue, specifically timing problems. The event happened during testing. There was no patient involvement